Manufacturer narrative:
Device analysis report attached. This report is submitted on april 18, 2023.

Manufacturer narrative:
This report is submitted on march 10, 2023.

Event description:
Per the clinic, the patient experienced non-auditory stimulation resulting in loss of benefit. Subsequently, the device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.